Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with a heart rate of 30 bpm and was experiencing bradycardia. The physician noted that this, "could have been associated with the patient's condition." It was also reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited loss of capture, and the rv "appears to be capturing on every other beat" but "after some time there was reported capture in the rv again." Reprogramming was conducted and both leads remain in use. No further patient complications have been reported as a result of this event.